Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown phase of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The solution bag and the floor were wet. The patient had disconnected, contacted their nurse, and performed manual drain. Proper procedures per the user manual was reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.